Event description:
It was reported by the customer that their insulin pumped had alarmed failed battery and button error while they were attempting to bolus. During troubleshooting, customer stated they attempted to clear the alarms but the keypad was unresponsive. Customer then removed and reinserted the batteries, but it did not resolve the issue. Customer stated they did not recall any significant events that lead to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 304 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power, error test, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alarm and no battery out limit alarm noted. Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.